Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had cracked lcd window, cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen blacks out and loses power. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen was cracked; the battery dies weekly and needs to replace battery to turn back on. The device will not be returned for analysis.